Event description:
The customer contact reported the device alarmed with an e321 (battery charger timeout) error code. At an unspecified time, line b was programmed to infuse an unspecified antibiotic, an the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse reported the device alarmed with an e321 (battery charger timeout) error code. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical intervention were required. The device was removed from clinical service. Therapy was resumed using a replacement device. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.